Event description:
On (B)(6) 2010 the patient was implanted with 2 gore excluder aaa endoprostheses. On an unknown date, CT showed a proximal type I endoleak. On (B)(6) 2011 the patient was implanted with a gore excluder aaa endoprosthesis aortic extender component. The patient tolerated the procedure. The patient has declined any further follow up.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.